Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation on (B)(6) 2020, this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedances and noisy signals. It was also noted that the auto threshold feature is currently disable as difficulties with the threshold test were encountered. An x-ray was performed and no obvious signs of lead fracture were shown, therefore, the patient was sent home and continued to be monitored on the latitude monitoring system. The physician performed a remote check, approximately 2 months later, high out of range pacing impedances were noted along with inappropriate atrial tachy response (atr) episodes due to noise and far-field oversensing. It was also noted that in the right ventricular (rv) channel, the device oversensed inappropriate signals. Data was sent to boston scientific technical services (ts) for analysis and reprogramming options. At this time, this system remains in service. No adverse patient effects were reported. The complaint device was not return by the customer therefore, no product analysis could be performed. The complaint conclusion code is: no problem detected.